Event description:
It was reported that technical services was contacted to help identify the pins on this right ventricular (rv) lead during as scheduled pulse generator replacement. It was noted that the labelling had been worn off. This lead had been in service approximately 26 years. Ts provided guidance on identifying the lead components, however it was decided to surgically abandon this lead. A new lead was successfully placed. No additional adverse patient effects were reported.